Event description:
It was reported to philips that the system's geometry computer failed, preventing geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was delayed, and it was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. A review of the system logfiles found a geo error. Upon troubleshooting actions, the fse identified that the geo ipc was defective. The defective geo ipc was returned for analysis, which concluded that the geo ipc had no power. The fse replaced the geo ipc. After replacement, the system was returned to use in good working order.